Event description:
The first three days after receiving restylane injections ((B)(6) 2014) my lip swelled so bad I couldn't eat or drink for three days. I was only injected with 1cc and part of that was in chin and corners of my mouth. Restylane injection is still causing my lip to swell when I eat certain foods or drink from water bottles. My lip is swollen when I wake up in the morning then the swelling goes down within a couple of hours until I eat certain foods. There is a lump inside my mouth (upper lip area) that is purple and swells to half the size of a pea. I notified the doctors office but he wasn't in and they told me to ice it (I was already doing that). I called again on the third day and was again told the doctor wasn't in. The staff did not document my phone calls that they are required by law to document.